Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate the lead remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pace impedance measurements. Impedance measurements were stable until about six months ago when they became variable and then rose to greater than 2000 ohms leading to suspicion of a lead fracture. There is no planned intervention at this time as patient is possibly moving to do not resuscitate (dnr) status due to other comorbidities. No adverse patient effects were reported.